Event description:
Explant of cervical disc to address the md5 disc in c6/7; suspected migration of a simplify disc.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.